Event description:
It was reported to philips that the device experienced intermittent defib test failures and subsequently displayed a shock equipment malfunction message. There was no patient involvement.